Manufacturer narrative:
Correction to d3 and g1: updated from stryker spine-leesburg to k2m, inc. Visual inspection: x-ray images were evaluated and showed screw back out of the caudal-most screws. One of the screws had fractured which was reported and confirmed on the x-ray images. Screw showed extreme angulation in vivo which indicated screw fracture had occurred. Functional inspection, dimensional inspection, and material analysis could not be performed since the device was not returned for investigation. Review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained since the device associated with the event was not returned. Ozark view and guide cervical plate systems surgical technique was reviewed and the following relevant information was identified: it is unclear what caused the screw cover to fracture off. No root cause for the issue could be identified since the device was never returned for investigation and information available was insufficient. Once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. The size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in insertion of the screws. Attach the proximal end of the driver to the spin top handle. Engage the stab-and- grab feature by inserting the driver into the screw. If preferred, the selected screw can be inserted into the vertebral body via the fast guide when using the guide plate. The size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. It is unclear what exactly caused the screws to back out and for one of the screws to fracture. Root cause for the reported issue could not be determined since the device was never returned and available information was insufficient for investigation.

Event description:
A physician reported that the locking mechanism of a three level ozark plate fractured and one ozark self-starting variable screw fractured. The patient underwent revision surgery and a piece of the broken screw remains embedded in the patient¿s bone. This record captures the ozark screw.

Manufacturer narrative:
Device will not be returned.

Event description:
A physician reported that the locking mechanism of a three level ozark plate fractured and one ozark self-starting variable screw fractured. The patient underwent revision surgery and a piece of the broken screw remains embedded in the patient¿s bone. This record captures the ozark screw.